Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The lipc reagent lot number was 80650901 with an expiration date of 31-may-2025. On 27-mar-2025, the field service engineer (fse) cleaned multiple parts of the instrument and checked the detergent and washing functionality of the cuvettes. The reagent pipette wash flow rate was adjusted. On 17-apr-2025 and 18-apr-2025, the fse replaced damaged pipes, pipes of the comb wash, and made a dispenser adjustment in the cuvettes. The cuvettes, photometer lamp, and heat filter were replaced. The sample pipette was replaced and adjusted. The investigation determined that the service actions resolved the issue. As several service actions were performed, the specific root cause could not be determined.

Manufacturer narrative:
The c501 module serial number was (B)(6). The customer was also having calibration and qc issues. The field service engineer (fse) replaced the reagent and sample probes, the degasser, the cuvettes, the photometer and performed a complete instrument decontamination. The investigation is ongoing.

Event description:
We received an allegation of questionable results for multiple patient samples tested for lipase colorimetric assay (lipc) on a cobas 6000 c501 module. Of the data provided, the results for 12 patient samples were discrepant. Patient 1 initial result was 139.6 u/l. The repeat result was 24.5 u/l. On (B)(6) 2025 patient 2 initial result was 71.6 u/l. The repeat result was 16.4 u/l. Patient 3 initial result was 262.3 u/l. The repeat result was 34.9 u/l. On (b)(6(2025 patient 4 initial result was 86.7 u/l. The repeat result was 31.5 u/l. Patient 5 initial result was 219.5 u/l. The repeat result was 36.0 u/l. Patient 6 initial result was 142.8 u/l. The repeat result was 26.5 u/l. Patient 7 initial result was 185.3 u/l. The repeat result was 40.2 u/l. Patient 8 initial result was 236.0 u/l. The repeat result was 24.4 u/l. On (B)(6)2025 patient 9 initial result was 167.3 u/l. The repeat result was 52.4 u/l. Patient 10 initial result was 387 u/l. The repeat result was 73.70 u/l. Patient 11 initial result was 169.40 u/l. The repeat result was 69.20 u/l. Patient 12 initial result was 120.9 u/l. The repeat result was 26.3 u/l. The questionable result for patient 1 was not reported outside of the laboratory. The repeat result was believed to be correct.